Event description:
Unomedical reference number (B)(4). Event occurred in united arab emirates. It was reported that the patient experienced a past event where the insulin flow was blocked on the first day of set insertion, resulting in high blood glucose levels. The insertion site was the abdomen, and the cannula was found to be bent upon removal. As a result of the insulin flow blockage, the patient experienced a high blood glucose event. At the time of the incident, the patient's blood glucose level was measured at 400 mg/dl. The patient's current blood glucose level remains elevated at 330 mg/dl, indicating that the high blood glucose event is still ongoing. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.